Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member caregiver, who is a healthcare professional, reported that the customer's freestyle libre 2 sensor detached prematurely, after taking a shower. The customer was unable to obtain scan readings and began to experience dry mouth, blurred vision, fatigue, and shaking. A capillary result of 550 mg/dl was obtained, and the customer was treated with 12 units of insulin lantus and insulin novolog by the caregiver. There was no report of death or permanent injury associated with this event.